Event description:
It was reported that a patient sustained blister on the right elbow after a mr angiography torso exam. The blister was 1 inch in size. The exam consisted of 7 scans that lasted 15 minutes. A 3t torso coil was utilized during the exam. The customer indicated that padding was applied on the patient during the exam. There was no indication of bore of skin-to-skin contact. During a scan with 3-plane localizer pulse sequence, the patient alerted the technologist about a burning sensation. When the exam was completed, a reddened area, 5 inches in diameter, was observed on the patient's right elbow. After an elongated blister developed at a later time, a nurse at the customer site examined that patient, who was then placed under the care of his primary physician to treat the blister. No further information is available regarding treatment. The physician followed up with the patient on (B)(6) 2010 and observed that the blister had reduced to approximately 1 to 1.5 cm in size. On (B)(6) 2010, the physician followed up with the patient again and observed that the patient was healing well. He concluded that there was no permanent tissue damage. A final follow-up occurred on (B)(6) 2010, where the physician observed continued healing and further reduction of the injured area. Ge healthcare has initiated an investigation for this event.